Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer replaced the battery and received an additional button error alarm. Customer also reported that the keypad was not functioning properly. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip, cracked reservoir tube, broken belt clip slot, and minor scratches on the display window.